Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 12 years post initial operation. The surgeon performed a synovectomy surrounding the affected knee, there was mild osteolysis present. The patella exhibited mild wear along lateral tracking path and had disassociated from pegs. The tibial insert had mild ware medially and laterally but the femoral and tibial component were well fixed. Overall, the liner and patella were exchanged. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: h6, h11. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified wear damage on the articular surface including pitting, delamination, and third body wear. The tibial insert damage may have been due to high contact stress between the femoral component and the tibial insert. The damage on the medial side appears to be across the entire articular surface, while the damage on the lateral side appears more posterior. This could indicate relative rotation between the femoral and tibial components through the patient's range of motion. The wear on the patella component appears to be along the lateral tracking path. It was noted that there were regions of discoloration. This appears consistent with subsurface damage and/or being stained from joint fluid. In addition, it was reported that the patella component had disassociated from the pegs. It is unclear if the disassociation occurred during the removal process, or while it was implanted, as pictures of the posterior aspect of the patella were not provided. Therefore, the fracture of the patella component is unable to be confirmed. The provided radiographs show signs of osteolysis near the distal portion of the femoral component. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of from tibial insert and patella component prosthesis wear. Possible causes of the observed polyethylene wear include third body wear, patient-related factors, being implanted for over 10 years, orientation of the components, inclusion of the polyethylene in the packaging recall and/or any combination of these possibilities. Fracture of the patella component could not be confirmed based on the information provided.